Event description:
It was reported that the olecranon osteotomy nail end cap became prominent and the skin broke down around the end cap. The patient sustained distal radius and left distal humerus fractures which were both treated with open reduction internal fixation (orif) on (B)(6) 2014. The surgeon performed an olecranon osteotomy on the left distal humerus and implanted a medial and posterolateral plate. The olecranon osteotomy was treated with a depuy synthes olecranon osteotomy nail. The patient is extremely thin and the olecranon osteotomy nail end cap became prominent and the skin broke down around the end cap. The end cap was removed on (B)(6) 2014 and the remainder of the olecranon nail was left in the patient. Fluoroscopy determined the osteotomy site was stable and the wound was closed. The surgery was completed successfully. No delay in the surgical time has been reported for the event. The patient status/outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: synthes (B)(4) manufactured the olecranon osteotomy endcap, p/n 02.007.002, and lot number 5901747. The parts conformed per the relevant synthes purchase order. There were no mrrs or ncrs generated for this lot. Event date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.